Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the pre-close technique prior to an unspecified procedure. Reportedly, after the procedure hemostasis was not achieved. The prostar xl device was removed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the prostar xl device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. Failure to achieve hemostasis may be due to a number of factors including, but not limited to a user technique, operational context, anatomical condition, or a manufacturing anomaly. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information provided and the inspection criteria, there does not appear to be any indications of a product quality deficiency.